Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). During the requested site visit, the field service engineer (fse) determined the trigger/pre-trigger heater (a-35001989-01) the likely cause of the discrepant results and replaced the part, which resolved the issue. A review of the alinity I processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the trigger/pre-trigger heater. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity I service documentation provides instruction for the removal, replacement, and verification of the trigger/pre-trigger heater. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number (B)(6), or the trigger/pre-trigger heater.

Event description:
The customer observed falsely decreased results on multiple assays generated from alinity I procsessing module for multiple patients. The results provided were: on (B)(6) 2023 sid (B)(6) tsh initial=<0.0083 miu/l/repeated= 0.79 miu/l sid (B)(6) tsh initial=0.0494 miu/l /repeated=2.4393 miu/l, one patient troponin= <4 ng/l /repeated=9 ng/l, sid (B)(6) prolactin initial=76.2 /repeated=152, sid (B)(6) prolactin initial=147.5 /repeated=295. Laboratory reference range for tsh= 0.4 to 4.9 miu/l; troponin= < 4.0 ng/l there was no reported impact to patient management. Per other discrepant patient results with no reportable injury of q-22-01-015, edition 007, falsely decreased tsh results reportable if shift > 28%; prolactin reportable if shift >25% for values >5 ng/ml; when the observed troponin result was a verified false positive are reportable. There was no reported impact to patient management.